Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was 580 mg/dl at the time of incident and 280mg/dl at the time of the call. Customer indicated that they were in the hospital and have treated their blood glucose with a manual injection. Customer declined to check their pump settings. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No further details given.